Event description:
It was reported that the latch of the extension tubing was unable to be engaged. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One assembled two-piece 4 fr groshong nxt connector and one proximal groshong nxt connector piece were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. A microscopic observation revealed a gap between one locking arm of the assembled proximal connector piece and the catch slot of the distal connector piece. An attempt was then made to disassemble the connector pieces which were returned assembled, and the connector pieces were found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector piece was measured and was found to be wider than the specification; however, it is unknown if the connector was damaged prior to this measurement or what other contributing factors may have affected the interaction between the connector pieces. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0644 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the latch of the extension tubing was unable to be engaged. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.